Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/16/2015 with the following findings: a review of the pump¿s black box showed multiple cs 088 call service alarms. During testing, the pump performed the ez-prime steps with no cs 088 call service alarms or warnings occurring. The pump case was removed and no intermittent condition was found on the printed circuit board. There was moisture corrosion observed on a chip on circuit board. The call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.